Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device. The patient reports having redness, swelling and pain at the pod infusion site. In addition, the patient reports the pod infusion site was warm to the touch. The patients reported blood glucose level was between 181 mg/dl and 250 mg/dl. The patient reports they had gone to their doctor¿s office due to irritation. The patient reports 4 days after going to their doctor¿s appointment they had gone to the hospital emergency room. Once at the emergency room the patient was diagnosed with a bacterial infection. The patients pod was removed, and the patient was treated with medication.